Manufacturer narrative:
The returned portion of the device consisted of the following components: the 150 ml transfer bag, associated tubing, a threearmed connector, and two injection site connectors.the reported leak was at the injection site connector closest to one of the ports of the three-armed connector; specifically the connection nearest the injection site. The initial physical inspection was unremarkable, but when the tubing was deflected opposite to the direction of its normal curl, it was observed that the tubing was severed around 70% of its perimeter.the severed area was several millimeters below the rigid end of the connector. Disassembly showed that the tubing had been fully inserted into the connector, and the appearance of the plastic surfaces in the vicinity was typical of that resulting from a complete solvent bond.under microscopic observation, the severed ends of the tubing had a "soft" somewhat rounded profile, inconsistent with the right angles and striations usually associated with a cut due to physical shearing from contact with a sharp edge. In addition, the proximity of the tubing's severed edge to the connector makes the insertation of or exposure to a cutting edge or tool unlikely.the physical appearance of the cut is instead consistent with the tubing having been softened by the solvent bonding process and, during this assembly step, having a reverse stress applied to the tubing before the tubing had returned to its original strength. In such a sequence, a shearing would occur at the softened joint. This is consistent with the soft appearance of the exposed faces of the tubing. In this model, the location of such shearing is most likely to happen just below the rigid end of the connector where the solvent forms an annulus during curing. When the stress is removed, the tubing curls back to its original shape, leaving the cut face hidden below the connectors edge.an examination of the batch records related to this manufacturing lot revealed nothing that suggests a component ormanufacturing deviation.summarythe origin of the reported product problem (leak) most likely occurred during the manufacturing process, closely associated with the semi-automated, but partially manual, solvent bonding process.further investigation as to the specific root cause of this event will lead to consideration of CAPA as appropriate.unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
One of the three devices involved was returned and evaluated by the firm's engineering specialist. This bag appears to be one of those three identified by the customer as "incident ii" in their communications (tg0753101). The customer requested that the bags be returned, so the evaluation was conducted in a non-destructive manner. He bag presented had fractures that extended onto the face of the large chamber by almost 6 mm and into the shoulder of the smaller chamber by about 2 mm. The length of the fracture in the larger chamber was almost 25 mm long, and the smaller about 7 mm. The centerline of the septum between the large and small chambers (not a fluid flow area) was separated along a 34 mm length, the full length between the inner ends of the heat seal areas. There are also several fine-line fractures that do not penetrate to the full thickness of the bag wall material (no fluid would have leaked from these). None of the fractures appear to have begun at a seal line, and in fact, several have propagated across the full-width and perpendicular to the seal areas. Fractures that extend onto the face of the chamber can suggest a weakness of the plastic film used to manufacture these freezing bags. So the first examination was to measure the thickness of the plastic film in the region of the fractures. As a reference, a measurement of the thickness of the plastic film near the center of the large chamber of the bag was measured and determined to be within the range of the specification. Examination of the flap from the large fracture also showed the thickness to be in the specified range. None of these measurements suggested an inherent plastic film weakness in the regions where fractures were seen. While a bit of stretching can be expected as the plastic film is pulled into the mold during forming, the measured thicknesses were remarkably close to those in the middle region of the freezing bag. The parameter of that plastic film thickness does not appear to be related to the observations for this occurrence.an examination of the batch manufacturing records related to this freezer bag revealed nothing to suggest a component or manufacturing deviation. Nothing in this investigation suggested an inherent flaw in this freezing bag. The widespread nature of the fractures, propagating into the chambers themselves, perpendicularly across the thicker welded areas and the appearance of fine-line fractures, all strongly suggest mechanical stress either during handling while frozen or during the thawing process.summary: the involved device appears to be properly manufactured and within specifications. The damage observed appears related to physical stress generated when the user handled the frozen bag. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that a particular customer (end-user cord blood transplant service) of the cord blood processing firm that purchased the device and processes cord blood has recently experienced a greater than historical frequency of leakage from the cord blood freezer bag component of the device, during the removal from frozen storage and thawing process for the cord blood product. The leakage was observed from the bridge and port areas of the stored freezing bag. The cord blood processing firm reports that its review of precessing data for the involved devices showed that: the (volume of) stored cord blood in the freezing bag did not exceed the processors maximum limit; the freezing bags and overwraps were confirmed to be under vacuumed conditions before storage. The customer complaint is based on a cluster of three incidents as follows: incident I (2007): leakage found on the large compartment before thawing, after thawing found more than one leakage, leakage found on both small and large compartments. Incident ii (three days later): leakage found on right bottom corner of the large compartment before thawing. Both the segment and bridge area (connecting small and large compartments) had the appearance of breakage. Incident iii (six days later): leakages found on both small and large compartments. Two different manufacturing lot numbers of the devices were involved. The end-user reports that the frequency of breakage occasioning its report is three freezing bags out of thirteen freezing bags that have undergone the thawing process since 2007 (until the date of the report, january 25, 2008). The report did not specify whether the cord blood from the leaking bags was salvaged and transplanted, or was discarded.